Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel light-emitting diode failure, blackout and alarm, printed circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light-emitting diode not lighting up was due to a component failure which is an expected or random component failure without any manufacturing defects. Additionally, it is presumed that the blackout and alarm occurred due to a failure of the printed circuit board component. The cause of the printed circuit board failure could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light emitting diode of the subject device was not lighting. The issue was found during set up or inspection for use (before patient in room). There were no reports of patient harm.